Manufacturer narrative:
The faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. With all the available information, boston scientific concludes the reported hemostatic valve leak was confirmed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation. It was reported that the hemostatic valve was leaking. The faradrive steerable sheath was replaced with another faradrive steerable sheath, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The hemostatic valve was leaking. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.